Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a known head trauma due to a fall the user immediately noted that she could no longer hear with the device. No bruising or swelling was noted. Re-implantation is considered but no surgery date has been scheduled yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
After a head trauma from a fall the user immediately noted that she could no longer hear with the device. No bruising or swelling was noted. The recipient was re-implanted.